Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the mantis redux blocker disengagement from the screw was confirmed via sales rep correspondence and x-ray images. The device was not returned because it remains implanted in the patient. Ideal rod engagement implies that the rod lays flat in the screw tulip and there is sufficient rod length for equal engagement on both sides of the blocker. The anatomical complexity of the patient in the lower lumbar region (specifically referring to variability between levels in the anterior/posterior height) and the possible difficulty in seating the counter torque tube could result in less than optimal blocker engagement. Conclusion: the cause of blocker disengagement is most likely attributed to the failure to fully engage the blocker with the rod.

Event description:
It was reported to the sales representative by the surgeon that a patient's hardware had failed. The blockers came loose on one side and rod moved forward. This may have caused additional slip of vertebral body. Patient will now have to undergo another surgery to replace hardware.

Event description:
It was reported to the sales representative by the surgeon that a patient¿s hardware had failed. The blockers came loose on one side and rod moved forward. This may have caused additional slip of vertebral body. Patient will now have to undergo another surgery to replace hardware.